Event description:
It was reported the activator is not recording "symptom" activated episodes on the patient's device. In the past it has recorded 11 symptoms activated events but the last two visits it has not recorded and do not get the green solid check mark indicating that it recorded an event. They have tried 2 different activators and neither one shows a solid green solid green check mark. Another activator will be ordered for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.